Event description:
It was reported that the caller's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The customer reverted to a backup insulin pump.